Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter failed as a low transmitter battery was displayed in the logs on the issue date. The customer complaint of low transmitter battery was confirmed. The root cause was a low transmitter battery voltage. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.